Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was patient(pt) reported they have been "having trouble with this thing for probably two years". Pt reported they twisted a certain way in the shower and reported it felt like the leads might have got pulled out of place and reported following this pt was feeling "shocks" in their body. Pt stated they screamed all the way to the hospital and someone had to pick pt up to put pt in a wheelchair and once pt got in the wheelchair this all stopped. Pt stated it has got better since then but reported they have been having "different occasions where this thing is acting up" over the last two years. Pt stated they don't know if it's because pt did yard work the day before yesterday and reported since the n has gotten bad and pt is getting shocking sensation again. Pt stated this is occurring with positional movement. Pt stated they went to hospital to make sure leads didn't get pulled out and pt stated they completed a CT scan and confirmed it "looked fine". Pt stated this was a few months ago. Reviewed role of ps and redirected pt to hcp to address. Reviewed to turn therapy down or off. Pt stated they have turned therapy off and stated that helped where pt is not screaming, but stated it's still hurting pt. Pt stated it's not shocking as bad since pt has turned therapy off. Pt mentioned again that they get the shocks when they move. Pt stated their dr has told pt that they need a colonoscopy. Pt stated their dr has discussed possibly removing implant and putting a smaller one in, but pt stated their implant is "still 50% good". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.